Manufacturer narrative:
Na

Event description:
While servicing the ventilator, the respironics service technician noted a diagnostic code in log history indicating occlusion svo (safety valve open). The customer did not report the occurrence during any previous usage. The respironics service technician performed extended self testing (est) which failed due to the heated filter back pressure being out of range. The specification is 5-15 cm h2o. The service technician reported the back pressure test of the heated exhalation filter measured 141 cm h2o pressure, indicating a gross occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the reusable expiratory filter to correct the problem. Est was repeated and passed to operating specifications. User maintenance contributed to this event due to an occluded filter. Filter replacement must be performed at MFR recommended intervals.